Manufacturer narrative:
(B)(4). The screw was returned for evaluation. Visually confirmed mas broken approx. 1 thread from bone screw head. Approximately 40% of the fracture surface damaged noted. Microscopic examination of undamaged portions of fracture reveal a fairly flat fracture surface with progressive striations, indicative of fatigue. No material damage identified on mas head, secondary damage identified on bone screw. Unable to determine if damage to bone screw may have contributed to the foregoing event, due to the location and extent of secondary fracture surface damage; area of fracture initiation damaged. After visual, optical, and dimensional evaluation, the above observations are consistent with anticipated wear due to fatigue. A review of the device history records did not identify any applicable nonconformance to specification.

Event description:
It was reported that the patient underwent a lumbar spinal surgical procedure at l5-s1. A transforaminal lumbar interbody fusion was attempted however due to patient anatomy a interbody cage was not able to be placed. Approximately 9 months post-op the patient underwent a revision surgery due to non-union and a broken screw at s1. The revision surgery was an anterior lumbar interbody fusion at l5-s1 and the broken hardware was removed posteriorly. No additional patient complications were reported.